Event description:
It was reported that the patient had died due to complications of drowning, seizure activity and cerebral palsy. Patient died submerged in a bathtub. Products were returned to the manufacturer, but analysis is pending. Attempts for further information have been unsuccessful to date.